Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored. The investigation of the digital (guide) planning is ongiong, an additional report will be sent for the guide.

Event description:
It was reported that, during implantation using a simplant guide, insufficient buccal bone was observed, resulting in a lack of primary stability for implant placement. The procedure was aborted.